Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. It is important to mention the electrode pads and multi-function cable used at the time of the reported event were not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed self-test when electrode pads were attached. Complainant indicated that there was no patient involvement in the reported malfunction.